Manufacturer narrative:
This supplemental medwatch report is reporting the evauluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device activity log. However, the device was put through extensive testing including bench handling, power cycling, and, and full functionality testing without duplicating the report. The ac charger was replaced as a precaution. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.